Event description:
The customer reported that during a procedure, the ligasure lf5544 was connected to the ligasure 1 port and was not sealing well which resulted in oozing. End tones were heard. The handpiece was connected into the ligasure 2 port and sealing returned to normal. The case was completed with the same lf5544 used in the ligasure 2 port with no further issues. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : 04/14/2015. To date the incident unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The incident unit was received and the investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.